Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a marker anomaly. The device was retested and no anomaly was observed, it remained implanted.